Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh), elecsys ft3 iii (ft3), and the elecsys ft4 ii assay (ft4) on a cobas 6000 e 601 module (e601). The sample had abnormal tsh, ft3, and ft4 results with the roche assays, but normal results with the abbott assay. The sample had a normal tsh result when tested with the beckman assay. No erroneous results were reported outside of the laboratory. The patient was taking 100 mg daily dosage of qizenday (biotin) medication at the time of sample collection. This medwatch will cover the ft3 assay. Patient identifier (B)(6) for information related to tsh assay and refer to the medwatch. Patient identifier (B)(6) for information related to the ft4 assay. The sample had the following results: tsh: e601 = 0.01 uiu/ml, abbott i2000 = 0.87 uiu/ml, and beckman dxi = 1.01 uiu/ml. Ft3: e601 = 14.70 pmol/l, abbott i2000 = 4.2 pmol/l, and beckman dxi = 30.5 pmol/l. Ft4: e601 = > 100 pmol/l, abbott i2000 = 12.8 pmol/l, and beckman dxi = > 77 pmol/l. No adverse events were alleged to have occurred with the patient. The serial number of the e601 analyzer was asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. There was no sample available for investigation, so the influence of biotin medication on the tsh, ft3, and ft4 values could not be determined. A general reagent issue can most likely be excluded. According to product labeling, the assay is unaffected by biotin levels up to 25 ng/ml for the tsh assay, up to 20 ng/ml for the ft4 assay, and up to 70 ng/ml for the ft3 assay. Samples should not be collected from patients receiving therapy with high biotin doses (> 5 mg/day) until at least 8 hours following the last biotin administration.